Event description:
It was reported that the patient underwent an initial left knee surgery. Approximately 15 years post-op, the patient was revised due to patellar pain. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00588604710 - trabecular metal cruciate retaining monoblock tibial component: blue, size 7 c-h, 10mm - (B)(6). 65595201701 - cruciate retaining cr-flex femoral component porous uncemented size g left with calcicoatâ® ceramic coating sterile product do not resterilize - (B)(6). 00579104100 - headed screw 48 mm length - (B)(6). 00579104100 - headed screw 48 mm length - (B)(6). 00507210100 - reciprocating 12.5x76x1.27mm - (B)(6). 00507215800 - st repl blade/stryker 2000 - (B)(6). G2: foreign country: australia. H10: this device was erroneously reported under an incorrect MFR and is now being submitted under the appropriate MFR. See original report: 0001822565-2024-00688. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.